Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Returned test strips evaluated with defect found. Most likely underlying root cause of high control results is due to improper storage: strip left outside of vial for an extended period of time. Root cause: foreign material on the strip connector. (B)(4).

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred after the blood sample was absorbed. Caretaker is calling on behalf of the customer. During the call on (B)(6) 2016 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed during call on (B)(6) 2016 produced result of e-2. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2016. Adverse event not reported at time of call on (B)(6) 2016.